Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the patient has 3 insertion devices that eject the infusion set unintentionally. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.